Manufacturer narrative:
This failure mode poses a low risk to the patient because it was observed when the css console was not supporting a patient. In addition, this failure mode would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, primary controller. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not supporting a patient. The customer reported that when the battery test button was pressed on the backup controller of the css console, the controller light turned red. A replacement controller battery was installed on site, and after replacement, the css console passed the console test validation protocol. The controller battery that was removed from the css console was not returned to syncardia. This failure mode was previously investigated at syncardia, and the investigation concluded that the root cause was sulfation within the battery plates, which led to premature battery failure. Sulfation is a non-reversible process which typically occurs when batteries are left in a discharged state for an extended length of time, whether due to a lack of use, down-time for service or because of a charging malfunction.